Event description:
It was reported that after the lead was fixed, loss of capture and sensing and high impedance were noted. Lead damage was suspected. The lead was replaced.

Manufacturer narrative:
(B)(4).